Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-17223, 2017865-2017-01443, 2017865-2017-01444. The entire system was explanted and replaced due to noise. There was no confirmed damage to the leads prior to explant. The device was also found to be in back-up mode. The leads were discarded as they were damaged during explant. The patient was in stable condition.

Manufacturer narrative:
No conclusion code available. The device was explanted and returned due to reported noise and lead insulation damage. The leads were not returned for investigation. The device was noted to be in bvvi mode upon receipt. The cause of the bvvi operation was due to a power-on reset (por) that occurred on (B)(6) 2017. Functional testing revealed that one of the high voltage output transistors was shorted. The damage to the transistor occurred 14 days prior to the por occurrence. Although damage to the transistor was noted and a por occurred, the cause of the reported event was unable to be determined.